Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for femoral trochanteric fracture with cement. In the surgery, the handle did not move when mixing cement. Another cement was opened and used, and the surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected; g1 h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that only the blue t handle was returned. A non-homogeneous cement was observed inside the tube. No cosmetic damage or issues were observed; therefore, the complaint allegation cannot be confirmed. Retain test was performed by the vendor, osartis. The result of the testing revealed no deviations of product code 07.702.040s, lot # 4g53751. IFU traumacem v+ cement kit se_295424 rev. Ag was reviewed and the following instruction about the de cement preparation were found: for mixing traumacem v+ injectable bone cement a sterile working area is needed. During preparation, mixing and transfer make sure to always handle the mixing device by gripping the blue parts. If the transparent part is used as grip the excess body heat provided by the users hand might result in a shortened application time. 1. Pull the handle of the mixer in the fully back position. 2. Open the glass ampoule by breaking the bottle neck just before steps 3¿5. 3. Hold the mixing device upright by the junction between the cartridge and the blue part. Gently tap the top of the cement mixer three times in order to ensure no cement powder sticks to the top of the mixer cartridge and the mixer sterilization lid. 4. Remove the sterilization lid of the mixer and dispose it. Take care not to lean the handle on the table in order to avoid that the powder is spilled. 5. Pour all the monomer from the glass ampoule into the cement powder and close the mixer with the enclosed transfer lid tightly. 6. Hold the mixer by the blue part, mix traumacem v+ injectable bone cement by moving the blue plunger back and forth from stop to stop for about 20 seconds (1¿2 cycles/second). Perform the first mixing strokes slowly with oscillating-rotating movements. 7. When mixing is completed, pull the plunger in the fully back position, open the small translucent plug of the mixer and connect the cement mixer to the application system. The transfer of the cement into the application system should be done immediately after mixing is complete. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the traumacem v+ bone cement injectable would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part# 07.702.040s lot # 4g53751 manufacturing site: werk selzach supplier:(B)(4) release to warehouse date: 04 jul 2024 expiration date: 01 jul 027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.